Manufacturer narrative:
(B)(4). The customer reported the incident device was discarded and is not available for eval. The product instructions for use warn that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one pt, return electrode may help mitigate the increased risk. This info from the IFU was provided to the customer.

Event description:
The customer reported that upon removal of the grounding pads following a liver ablation procedure (where a non-covidien generator had been used), it was noted that the pt was burned at the pad sites. The burns were described as 1st and 2nd degree. Four pads had been placed on the pt; one on each side of both of the pt's legs. The procedure took 2 hours. Primary treatment by x-ray staff was cool packs on the burn areas. Add'l references: 1717344-2011-00025, 1717344-2011-00026, 1717344-2011-00028.